Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. The patient received a vibratory alert for low pacing impedance on their right atrial lead. No intervention was taken. The patient was in stable condition.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-32294 submitted on 30 sep 2021. This report was submitted erroneously.